Event description:
A physician reported that in the intraocular lens (iol) implant card for the right eye carried a graphic of the lens and the words uv & blue light filter, which did not appear on the card that related to the left eye. Also, the patient was complaining of cyanopsia in left eye. Additional information has been requested, received and stated cyanopsia was still present but has diminished.

Manufacturer narrative:
This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cna0t3-t9) that is sold in the united states under (PMA/510(k) # p190018. The product was not returned for analysis. Photo review: returned photo shows 2 labels. Based on our observation of the attached photo, the label contents are correct per the approved master label text for this model. No root cause identified as no problem was found. A final root cause cannot be determined based on available information. The product history records confirm that the product met release criteria. The manufacturer internal reference number is: (B)(4).